Event description:
It was reported that the lead dislodged. While attempting to reposition the lead, the screw did not come out. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.